Event description:
User experiencing false positive rubella igg result. Gave initial positive result. Same sample tested using 2 different methods was negative with each method. If additional information is received, appropriate notification will be provided.

Event description:
User experiencing false positive rubella igg result. Initial result was positive. Same sample repeated using 2 different methods, one method gave a negative result, the other method gave a positive result. If additional information is received, appropriate notification will be provided.

Event description:
User experiencing false positive rubella igg result. Gave initial result of positive. When tested using 2 different methods, gave negative result with one method and a positive result with the other. If additional information is received, appropriate notification will be provided.

Event description:
User experiencing false positive rubella igg result. Initial result positive. Same sample repeated using 2 different methods was negative with both methods. If additional information is received, appropriate notification will be provided.